Manufacturer narrative:
Analysis of the revealed the pacer to be operating properly and there is no indication that the battery is abnormal. The battery has been returned to the vender for analysis. The cause of the premature condition is unk at this time.

Event description:
The reporter indicated that the device was explanted due to premature battery depletion and high lead impedance.